Event description:
The customer reported the system displayed a precharge voltage error message. This error will likely prevent the system from booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system batteries were replaced. The system was then found to be operating as intended.